Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedances of 150 ohms. The device and leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).